Manufacturer narrative:
Stimwave quality has investigated the details regarding a complaint resulting from an incision site not healing reported to stimwave on (B)(6) 2019, by territory manager. The territory manager became aware the same day at the patient's follow up appointment. Immediately following notification, stimwave quality and the territory manager reviewed events preceding the issue. The patient had a permanent procedure performed on (B)(6) 2019, to implant one (1) stimq peripheral nerve stimulator (pns) system receiver (stq4-rcv-a0) at the infrapatellar nerve on the right leg to treat knee pain. The territory manager confirmed that the implant procedure was performed in a sterile environment, sterile field handling protocols were used, the procedure was completed in accordance with the product instructions for use, and the sterile barriers of all product used were intact prior to implant. The procedure was completed without complication, and the territory manager maintained contact with the patient following implant. On (B)(6) 2019, at the three-week follow up appointment, the patient reported irritation at the incision site. The implanting clinician evaluated the wound site and noticed that one of the sutures was not removed at the time of the last follow up. The implanting clinician attended the wound and removed the remaining suture. The implant site was noted to be tender, but no actions were taken. The implanting clinician did not believe that the patient had an infection at this point. The implanting clinician believed the tenderness and irritation was attributed the remaining suture. On (B)(6) 2019, the patient visited the implanting clinician's office for routine follow up. The implanting clinician noticed the patient's implant site was inflamed, red, and drainage was observed. The patient had cultures taken at the implanting clinician's office the same day. The results came back positive for staph sensitive infection. The patient was prescribed antibiotics (dosage unknown) for the infection. The patient reported that they were still experiencing pain relief from their device. On (B)(6) 2019, the patient visited the implanting clinician's office once again to report pain at the implant wound. The territory manager reported that the patient's wound was open, and the proximal end of the device could be seen. The implanting clinician made the decision to explant the device the same day. The explant procedure was completed on (B)(6) 2019 without complications. The patient reported that they were experiencing pain relief until the time of the explant and has expressed interest in getting implanted again. As of (B)(6) 2019, the patient's wound is healing and doing well. The implanting clinician and the territory manager believe that the infection was caused by the discomfort of the remaining suture which led to the irritation. The irritation was unattended for several months, which subsequently led to the confirmed infection. The device was not the source of the reported issue. Through a review of sterilization and packaging records for the respective product lots, stimwave has confirmed that the product was delivered sterile, no trend of infection is evident for either lot, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. Infections are a known adverse event for the stimq peripheral nerve stimulator system (receiver instructions for use, 05-00669-3, page 14) and is mitigated as far as possible in the product's risk management file. The source of the issue cannot be traced back to the device or procedure. The device did not fail to meet performance or safety specifications. Stimwave will continue to track and trend events. The root cause of the complaint is not attributed to device failure, the inability of the device to meet performance or safety specifications, or nonconformance to physical or functional device specifications. The stimwave product was not the source of the issue. The root cause is attributed to the irritation caused by the suturing. Corrective action is not required to remedy the root cause of the complaint. The device did not fail to meet performance or safety specifications. Stimwave has confirmed that the issue is a known adverse event, mitigated as far as possible, and documented in the stimwave risk management file. Stimwave was in constant contact with the territory manager from (B)(6) 2019, onward regarding the complaint and the root cause investigation. The source of the issue is attributed to patient non-compliance. Stimwave has informed all parties that the product was not the source issue. In compliance with medical device reporting requirements and responsibilities, stimwave quality and its chief medical officer have determined that this issue is considered reportable as this event required medical intervention by a health care professional to prevent or preclude potential permanent impairment or damage. Stimwave reported this issue to the united states food and drug administration (FDA) on october 18, 2019.

Event description:
Stimwave quality has investigated the details regarding a complaint resulting from an incision site not healing reported to stimwave on (B)(6) 2019, by territory manager . The territory manager became aware the same day at the patient's follow up appointment.